Event description:
Catheter was reported as having a cleft six days after insertion, however, when the sample was received it was determined to be broken.

Manufacturer narrative:
Additional info has been requested. Received one used unit in 2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 15 july 2008.